Manufacturer narrative:
A ge rep evaluated the system and replaced the video cables. The system operates as intended.

Event description:
The customer reported the video is stuck in manual mode and will not produce an image. No pt injury was reported.